Manufacturer narrative:
This report is for unknown synthes matrixrib screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: nickerson t et al (2016). Outcomes of complete versus partial surgical stabilization of flail chest. World journal of surgery. Volume 40. Pages 236-241. (USA). This study aims to answer the following question: does partial flail chest stabilization (pfs), compared with complete flail chest stabilization (cfs), result in satisfactory outcomes for patients? 43 patients who underwent operative stabilization of flail chest between august 2009 to february 2013 were included in the study. 23 patients (average age of 63 years (range 30-85 years ), 12 males) constituted the complete flail chest stabilization (cfs) group. 20 patients (average age of 58 years (range, 34-83 years), 13 males) constituted partial flail chest stabilization (pfs) group. Implants used for stabilization included an unknown synthes matrixrib fixation system as well as a competitor¿s device. 90-degree drill and screwdriver from the unknown synthes matrixmandible plating system were the instruments used. Follow-up regimen for patients after surgical stabilization of flail chest includes a clinic visit at 1, 3, 6, and 12 months with posteroanterior and lateral chest radiographs and pulmonary function tests. Average follow-up was 190 days (range 9-472 days). The author did not specify which of the patients were implanted with a synthes device. Thus, complications will be reported as follows: (pfs group) 4 patients had pneumonia. 9 patients had narcotic use at 1-month follow-up. Patients who reported the ongoing use of any prescribed narcotic pain medication at the initial follow-up visit were included. (Cfs group) 5 patients had pneumonia. 10 patients had narcotic use at 1- month follow-up. Patients who reported the ongoing use of any prescribed narcotic pain medication at the initial follow-up visit were included. 1 patient died at day 30 secondary to a stroke. This report is for narcotic use for pain. This report is for unknown synthes matrixrib screws. This is report 2 of 2 for (B)(4).